Manufacturer narrative:
The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting pacing impedance measurements greater than 2000 ohms on the right ventricular (rv) channel. Threshold and sensing measurements remain normal. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2500 ohms, but otherwise was functioning as expected back in 2018. The patient care was recently transferred to another clinic, and boston scientific technical services (ts) was again contacted regarding the out-of-range impedance measurements, which had persisted. Ts recommended bringing the patient in for testing. The device and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system is still exhibiting out of range pacing impedance measurements on the rv channel. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.